Event description:
There was a "pin hole on the vein side extension tube. They found blood leakage from the pin hole. They tried a repair with medical adhesive." The catheter couldn't be repaired and it was removed.